Event description:
Procedure type: gastrectomy. According to the reporter: the device was inserted orally, the tube was pulled from abdomen, anvil was disengaged. Used other device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B) (4). (B) (4).